Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, remote control button case broken, lightguide prong cover glass set missing screw, leak at remote control button case, distal tip annual maintenance, failed dry leak test, dust inside lcb cover glass, prism cracked, failed wet leak test, distal cap/ case cracked, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable bump under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, objective prism assy, r.c button case, distal case/cap, o-ring(0.5x1.3), lcb set screw. The video duodenoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.